Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that the needle portion of the depth gauge snapped off while measuring. The broken fragment was retrieved. Surgeon used another depth gauge to complete the procedure with no further problems. There was no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the needle was broken off where it threads into the slider. The fracture faces at both the needle and the slider are homogenous which indicates material uniformity. There are 2 full threads at the base of the needle and the one closest to the fracture surface is noticeably bent to the side. The shaft of the needle has a slight bow which is consistent with the direction of the bend on the threads. The tip with the hook is bent slightly backwards starting approximately 8 mm from the end. All components of the device including the protection sleeve are present and were returned. It is concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. Therefore, there is nothing to indicate a design issue and this complaint is invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. Placeholder.